Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was pt says they saw a settings not available screen when trying to increase amplitude on saturday. Pt reports that they have had no falls or trauma. Pt said they had a bone density scan before this happened and didn't turn stimulation off before. Pt says they don't know who managing hcp is as dr left the practice, but they still goto the same practice. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.